Event description:
It was reported that the right ventricular lead had low pacing impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the full lead in segments was returned and analyzed; analysis revealed an inner insulation breach due to metal ion oxidation. The analyst noted the inner insulation breach in-vivo contributed to the electrical complaint of low impedance. Concomitant product: addr01, implantable pulse generator (ipg), (B)(6) 2010. (B)(4).